Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / provided. D4: additional device information unknown / not provided. D10: concomitant medical product: (B)(6), impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot: 1252366 zoa453s, abut contour 4.5x5.5 3 mm cuff, lot: 2023040785. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: h4: device manufacturer date: unknown / not provided. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation of the as returned device identified the screw with signs of use. The screw was observed fractured at the head region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that a fractured screw was found inside the implant.